Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and customer information. Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Event description:
Additional information indicates that ipg was implanted on (B)(6) 2021. Ipg meets or exceeds 75% expected longevity.

Manufacturer narrative:
Ipg meets or exceeds 75% expected longevity. There is no device malfunction therefore event is no longer reportable.